Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Upon review of transmission, it was observed that the patient's implantable cardioverter defibrillator (ICD) was in backup vvi mode. It was also noted the device was oversensing electromagnetic interference signal but the cause of the backup was unconfirmed. The patient was brought in clinic and their ICD was reset without issue. The patient was stable.